Manufacturer narrative:
A record was originally determined to be not reportable. A retrospective review of complaints related to this complaint was conducted to reassess reportability. Based on this additional evaluation, it was determined that this complaint meets the criteria for reporting and is now being submitted accordingly, leading to a late report.

Event description:
A bipap a30 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices with no initial alleged complaint. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During evaluation of the device, the service technician noted from the device data that the difference between the blower pressure sensor reading and the outlet pressure sensor reading is 10 cmh2o or greater for 5 seconds. (Error code 50). Error code 50 is a ventilator inoperative code, and although the service manual suggests checking for disconnected tube between blower pressure sensor and blower outlet and/or check pressure readings and replace either blower pressure or outlet, the repair evaluation did not specifically state which component(s) needed to be replaced to correct the errors. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted dust/dirt and tobacco contamination. The device was scrapped by the service center after the evaluation was completed.